Event description:
It was reported that the patient experienced a low blood glucose of 51 mg/dl with shakiness and self-treated with oral carbohydrates including candy and apple juice, and the patient does not consistently announce meals. Symptoms included shakiness consistent with hypoglycemia. Outcomes included transient low glucose that resolved with oral glucose without hospitalization. Investigation included complaint intake review and user education on hypoglycemia recognition, treatment, and meal announcement practices. Investigation of this case revealed no device malfunction identified and user-related factors, including unannounced meals, were considered potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.